Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all fucntional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she had unexplained high blood glucose because her insulin pump is under delivering the insulin. Customer stated that she changed her infusion set and reservoir, but it did not help, because she still waking up with unexplained high blood glucose. Customer also stated that her insulin pump was not alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.